Event description:
A report was received that device stopped pumping during infusion, resulting in blood to back up into the line. Infant required administration of drugs to correct hypotension.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.